Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-00565, 2029214-2019-00566, 2029214-2019-00567. If information is provided in the future, a supplemental report will be issued.

Event description:
Yan, p., zhang, y., liang, f., ma, c., liang, s., guo, f., <(>&<)> jiang, c. (2019). Comparison of safety and effectiveness of endovascular treatments for unruptured intracranial large or giant aneurysms in internal carotid artery. World neurosurgery, 125. Doi:10. 1016/j.wneu.2019.01.082. Medtronic literature review found reports of pipeline post-procedure events. The purpose of this article was to analyze and compare the safety and efficacy of different endovascular treatment modalities for unruptured intracranial large or giant aneurysms. The authors reviewed the results of 61 patients who underwent treatment with the pipeline embolization device (ped). Of the 61 ped patients, the article notes the following complications: - 3 deaths.